Event description:
The customer contacted baxter's technical service center regarding a high drain 105/call pd nurse alarm, which indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria. This occurred on the homechoice pro (hcp) after use. The home patient (hp) was at the end of therapy. The total ultrafiltration (uf) was equal to 1111ml, the cycle 5 uf was equal to 1556ml, the cycle 4 uf was equal to -436ml, the cycle 3 uf was equal to -263ml, the cycle 2 uf was equal to 296ml, and the cycle 1 uf was equal to -42ml. The technical service representative (tsr) reviewed the programming. The patient was performing continuous cycling peritoneal dialysis (ccpd). The total volume was set to 8500ml, the fill volume was set to 1500ml, the last fill volume was set to 1000ml, dextrose was set to different, and the patient's weight was set to (B)(6). The hp stated that they are a positional drainer. The hp had an alarm during the night and it cleared by itself. The hp did not have symptoms. The patient stated that they slept through the night. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported alarm. The nurse stated that she did not know about the alarm. She stated that as far as she knew, the patient did not have any other issues with therapy. The nurse stated that she would follow up with the patient. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device was operational and was not returned for evaluation. The reported high drain/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria) was confirmed based on the reported information. The assignable cause of the iipv was undetermined. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.